Manufacturer narrative:
G4: 18nov2020. B4: 19nov2020. A customer support associated spoke to the customer and discovered the device had just been cleaned between patients and the screen was still not fully dry. The touchscreen was not responding correctly at that time. After some time, the system was functioning correctly and cancelled the service call. No parts were replaced and the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16nov2020. B4: 16nov2020. The reported issue could not be confirmed because the customer declined the repair service. Philips was not authorized to service the unit at this time. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23sep2020.

Event description:
It was reported to philips that the device's display was not responding. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.